Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The gas delivery system (gds) assembly was replaced.

Event description:
The customer reported that the airflow accuracy test failed at the 0 slpm setting. There was no patient involvement.